Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading is 609 mg/dl. Customer has dry mouth, vomiting and frequent urination. Diagnosed diabetic ketoacidosis. Hospital treated with manual injection and insulin drip. During troubleshooting, time and date is correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.